Event description:
Customer initially called to report a failed battery test alarm, however, during call customer reported being hospitalized or high blood glucose levels. It was reported that customer did not treat high blood glucose levels with an injection prior to hospitalization. No further troubleshooting was performed at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.